Event description:
The reporter stated that reporter had erratic results on back to back blood glucose tests. Reporter reported readings were 8 and 280mg/dl. Reporter did not have any symptoms. No control testing was noted. The report indicated that it was unknown whether the reporter had inserted the strip completely when testing. No harm was alleged. Followup attempts to contact the reporter for further information have not been successful.